Manufacturer narrative:
(B)(6). An evaluation was performed on the returned product and the product passed functional testing with no erratic pressure or flow problems. Product passed functional testing utilizing low and high pressure and flow settings. Raw and zero transducer readings normal and well within specs during all tests. Pump passed 500mmhg test on both transducers. P1 reads 495.5mmhg and p2 reads 496.0. No problem found. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a procedure using a control unit, the unit became unable to control the flow rate by adjusting the pressure on the setting screen. Even when the pressure setting was decreased from 50 to 10 mmhg, the flow rate was too high and almost the same as "lavage". The procedure was completed by controlling the flow rate by changing the flow rate from high to low. (B)(4).